Manufacturer narrative:
The psm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake drop test. The psm passed slow sweep testing. This complaint is being reported due to the patient side manipulator arm failing weighted brake drop testing during failure analysis. Although this was found during failure analysis and no patient involvement occured, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During the preventive maintenance of the da vinci surgical system, the intuitive surgical, inc. (Isi) field service engineer (fse) found that the patient side manipulator (psm) failed the brake inspection test. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.